Event description:
It was reported that the ventricular lead exhibited noise. Noise was obvious during myopotential testing especially when the patient touched right shoulder with left hand. R- waves decreased from 12.5 mv to 2.5 mv. Ventricular threshold was below 1 v, 0.5 ms. A lead revision is being considered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.